Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe since it is not related to the device. Lymphadenopathy-breast: unable to observe since it is not related to the device. Device wrinkling- breast: not observed. Wrinkling of the skin-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, corrected and/or changed data: h.6.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, ¿insignificantly enlarged lymph nodes" and ¿positive rippling effect along the upper-medial contours in the ventral direction¿ diagnosed via palpation and MRI. The device has been explanted with a complete capsulectomy and discarded. The capsule was sent for pathology analysis.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, ¿insignificantly enlarged lymph nodes" and ¿positive rippling effect along the upper-medial contours in the ventral direction¿ diagnosed via palpation and MRI. The device has been explanted with a complete capsulectomy. The capsule was sent for pathology analysis.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Phone number continued: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, lymphadenopathy.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, ¿insignificantly enlarged lymph nodes" and ¿positive rippling effect along the upper-medial contours in the ventral direction¿ diagnosed via palpation and MRI. The device has been explanted with a complete capsulectomy and discarded. The capsule was sent for pathology analysis.